Event description:
Patient is on insulin pump. Patient reported that meter readings have been much higher than he usually gets. On the date of the incident, patient felt like blood sugar was very low, he felt shaky. Presto gave "hi" reading, and contour meter read 35mg/dl.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.